Manufacturer narrative:
The returned persuader was evaluated. The reduction trigger handle was found to not move as expected during use. The cause is attributed to a relaxing of the torsion spring attached to the trigger as a result of repetitive usage. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was initially reported that a rod persuader has worn over time. However, device evaluation by zimmer biomet spine personnel found that the reducer was sticking. There were no specific patients or surgeries associated with this event.